Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital nurse reported via phone call that the customer was hospitalized. Customer had an urgent care visit for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 146 mg/dl. Customer was off the device for 5 to 6 days prior to the urgent care visit. Nurse was assisted in rewinding the device and clearing the low reservoir alarm and battery out limit alarm. Customer will not be returning the device for analysis.